Event description:
It was reported that the device's error logs report ECG bias. It was reported that the alleged failure was observed while the device was in use. However, no adverse patient impact was reported.